Manufacturer narrative:
The customer reported multiple issues on material 2420-0007, lot 24066859. The physical samples were not available, but photos were returned for 4 different events. There were 2 damage, and 2 separations. For component damage, there was a leak/tear at upper fitment of pump segment, and the male luer tip was broken off. For separation, there was one at the lower fitment of the pump segment, and one at the tubing connection joint between the drip chamber 1st smart site. The complaint is verified by all 4 photos. The root cause for 3 of the issues could not be found, physical samples are needed to define a root cause. Root cause unknown include the male luer tip damage, tear in pump segment, and the separation at the tubing connection near the drip chamber. The separation between tubing and lower fitment of the pump segment has a possible root cause defined by manufacturing as related to incorrect solvent application process. This process was updated 05sep2024 to define that when the spare part come into contact with product, that a maintenance work order must be generated. A quality alert was also generated for the issue on 04sep2024 to communicate and reinforce the correct procedure with the personnel. Device history record review for model 2420-0007 lot number 24066859 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: 3 primary IV tubing in the package broken. The lot# 24066859.